Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite, checked corner and the customer was using a 3rd party diaphragmm which is thicker than OEM (original equipment manufacturer) diaphragm. The diaphragm was replaced and exv characterization was completed. The fsr ran ovp (operational verification procedure), est (extended systems test) and peep (positive end-expiratory pressure) was stable.the unit passed all tests and run according to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that drop in pressure on ncpap mode occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.